Manufacturer narrative:
Block h6: imdrf device code a051201 captures the reportable event of cutting wire anchor dislodged.

Event description:
It was reported to boston scientific corporation that an autotome rx 39 was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, it was noticed that the cannulation was difficult. The patient had a narrow duct, and a pancreatic duct stent was in place within the duct. The wire anchor dislodged from the catheter but the cutting wire was intact. No part of the cutting wire detached and fell into the patient. The procedure was completed using another autotome rx 39. There were no patient complications reported as a result of this event.